Event description:
It was reported that the pin holds the tip of the pituitary was missing during use in surgery. No pt complications were reported.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination found that a piece was broken off the upper arm on both sides forward of the jaw pivot pin. The direction and amount of force required to cause complete fracture suggests that excessive force was applied to the handle. The broken off pieces and the jaw pivot pin were not returned. A review of the device history records found no documentation to indicate a non-conformance to specification.